Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous right coronary artery. The vessel was pre-dilatated with a 2.5 and 3.0 unspecified balloon dilatation catheter. The 3.5x18mm xience sierra was implanted and post dilatation performed with 3.5x18mm non-compliant balloon. After post dilatation an distal edge dissection was noted. The dissection was covered with a 3.5x12mm xience sierra stent. Timi iii flow was noted. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.